Manufacturer narrative:
This event is no longer reportable.

Event description:
Additional information received indicates, patient did not experience discomfort at the ipg site. Patient's ipg was explanted and replaced electively since patient requested for a smaller ipg as the older pg was inconvenient with clothing and other functions. Therefore, this event is no longer reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to the ipg getting stuck on chairs and pants. The patient has a history of falls. Surgical intervention may take place in the future to address the issue.